Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that following insertion the patient experienced urinary frequency and urinary tract infection.

Event description:
It was reported that following insertion the patient experienced urinary frequency and urinary tract infection.

Manufacturer narrative:
Date sent to FDA: 04/21/2017.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced incomplete bladder emptying.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that mesh was implanted with concurrent on transobturator urethropexy and cystoscopy due to stress urinary incontinence and symptomatic cystourethrocele. On (B)(6) 2012, patient underwent excision of suburethral sling due to painful suburethral mesh.